Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire tip requiring medical intervention. Device issue: separated guide wire tip. It was reported that in a pt with arteriovenous fistula in the arm, the guide wire reached the lesion, but when the balloon was introduced in the vessel, the guide wire separated. The distal part of the guide wire was successfully withdrawn using a goose neck snare. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. There was a bend in the tip, 1.2 cm proximal to the tip ball. There was a kink in the tip, 2.5 cm proximal to the tip ball. There was a bend in the hypotube, 2.2 cm distal to the proximal end of the hypotube. There was a core separation at the proximal end of the hypotube. There was a small piece of core protruding out of the proximal end of the hypotube. There was no other damage noted to the guide wire. The tip was tugged on to verify that the shaping ribbon and core were intact. This product will be sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.